Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device, post-operative x-rays and operative reports must be available in order to determine the root cause of the complaint event. Additional information was received by the rep which states that ¿I cannot speak with any certainty as to why the surgeon declined to use a guide wire. There was a discussion about how the stryker reamer heads slide on from the side and stay attached, which is different than other reamer heads from other vendors that he had used before. When he declined to use the guide wire, the surgeon did not indicate why he made that decision.¿ while in the operative technique it mentioned that ¿when using modular reamer heads, the use of ball tip guide wire is mandatory for the connection of the reamer head to the shaft. The modular reamer head features a dovetail shape for a safe connection to the reamer shaft. In the risk management file it is noted that: ¿all materials which are used for instruments (mainly stainless steel) are tested for biocompatibility. Therefore, no significant adverse local or systemic effects have to be expected if metallic fragments or a small amount of debris from damaged instruments would remain in the surgical wound or in the bone.¿ however, based on the above facts the most probable root cause would be user related. Most probable, the failure occurred due to failure to follow operative technique by the surgeon. If the device is returned or if any additional information is provided, the investigation will be reassessed. Head left in patient, shaft retained by hospital.

Event description:
Primary procedure, right total hip arthroplasty. It was reported that the surgeon wanted a flexible reamer. A trinkle bixcut shaft and bixcut im reamer head were used. When asked, the surgeon declined the use of the guide rod with the construct. After reaming, the reamer head disengaged from the shaft in the patient's femur. After trying to retrieve the device, the surgeon decided to leave the reamer head in the patient. Surgery was completed with a delay of approximately 15 to 20 minutes. Rep reported that no further information is available.